Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer did provide a photo for evaluation. Visual inspection of the photo confirmed the distal extension line had become separated from its luer hub. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The complaint of an extension line/luer hub separation was confirmed based on the photo the customer sent. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the c-line was in place for 18 days and the distal lumen hub was cut out while collecting blood in the ward.

Manufacturer narrative:
Qn#: (B)(4). Potential lot#: 71f19b2393.

Event description:
The customer reports that the c-line was in place for 18 days and the distal lumen hub was cut out while collecting blood in the ward.